Event description:
Patient receiving IV dopamine via pump. Nurse noticed that the medication bag was not emptying and checked pump. No alarms had sounded and pump appeared to be infusing the medication, but no medication had been infused. The portion of tubing that hooks into the pump was significantly crimped, thereby not allowing medication to pass through tubing.====================== manufacturer response for alaris IV pump, alaris 8100 series======================they are still investigating, but have asked for the equipment to be sent to them for testing.====================== manufacturer response for IV tubing, (brand not provided)======================they are still investigating, but have requested the equipment be returned to them for testing.